Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that no ultrasound occurred during surgery. The handpiece passed prime/tune. The case was completed using an alternate handpiece. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no ultrasound. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the phaco handpiece did not exhibit phaco ultrasound during a surgery. The procedure was completed with another handpiece. There was no patient impact. The phaco handpiece was received and a visual assessment of the returned sample found no visual non-conformity. The phaco handpiece was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on april 5, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).